Event description:
It was reported that the pump touch screen was unresponsive and customer had to reset pump in order to continue use. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.